Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with two cartridges reloads present. Reload a was received fully fired and with the cartridge deck damaged; reload b was received partially fired 1/16. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure the device fired fine but would not open. It is unknown how the device was opened and removed from the tissue. Unknown how the case was completed. There was no patient consequence.